Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap. Chole event description: the doctor tried to set a second clip (he pulled the trigger plastic to plastic). Only the first clip came out. No further clip came by pulling the trigger again. No clinical impact to the patient. He opened a new ca500. Our trocars (cff03) and a grasper were used. Patient status: all right intervention: he opened a new ca500.